Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer septal occluder was chosen for implant with a 10f amplatzer delivery system to treat a patient's atrial septal defect. During deployment, it was noticed the device had a cobra deformation. A decision was made to abort the procedure due to lack of a replacement device in the same size. The device was never released from the delivery cable while inside the patient, there was no angulation/kink noticed in the delivery system, and there was no report of any interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure.